Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
It was reported to fresenius that a fill program alarm was received on the 2008k machine during the patient's hemodialysis (hd) treatment and resulted in blood loss. The patient's estimated blood loss (ebl) was not reported. There was no serious injury or required medical intervention reported. Limited information was provided upon follow-up. The machine needed to be powered off and on in order to work when the alarm was received. The cause of the reported issue was determined to be leaking conductivity cells. The leaking conductivity cells were replaced to resolve the reported issue. The port and concentrate pipette were also replaced as leaks were noted from those locations. Parameters were calibrated. Disinfection was completed. Tests were performed and machine functionality was verified. No parts were reported to be returned to the manufacturer for physical evaluation.

Event description:
It was reported to fresenius that a fill program alarm was received on the 2008k machine during the patient's hemodialysis (hd) treatment and resulted in blood loss. The patient's estimated blood loss (ebl) was not reported. There was no serious injury or required medical intervention reported. Limited information was provided upon follow-up. The machine needed to be powered off and on in order to work when the alarm was received. The cause of the reported issue was determined to be leaking conductivity cells. The leaking conductivity cells were replaced to resolve the reported issue. The port and concentrate pipette were also replaced as leaks were noted from those locations. Parameters were calibrated. Disinfection was completed. Tests were performed and machine functionality was verified. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported to fresenius that a fill program alarm was received on the 2008k machine during the patient's hemodialysis (hd) treatment and resulted in blood loss. The patient's estimated blood loss (ebl) was not reported. There was no serious injury or required medical intervention reported. Limited information was provided upon follow-up. The machine needed to be powered off and on in order to work when the alarm was received. The cause of the reported issue was determined to be leaking conductivity cells. The leaking conductivity cells were replaced to resolve the reported issue. The port and concentrate pipette were also replaced as leaks were noted from those locations. Parameters were calibrated. Disinfection was completed. Tests were performed and machine functionality was verified. No parts were reported to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h6 (investigation findings, investigation conclusions)